Event description:
A pt coded around "3:33-3:35 am" and subsequently expired. Pt was post-coronary artery bypass graft surgery and had transfer orders for the step-down unit. Reportedly, around "3:32 am", the nurse, while at the nurse's station, noted on the monitor that the pt's heart rate had changed from a sinus rhythm (rate in the 90's) to a junctional rhythm (rate in the 40's). The nurse approached the pt, from the left side, and attempted to arouse the pt. The nurse became "concerned" and proceeded to the pt's right side of the bed, where they noted "a significant blood loss" on the pt's sheets. They further noted that the interlink 3 port adapter was separated from the stopcock connected to the right jugular line. The 3 port adapter was reconnected to the line, a code was called and continued "until about 11:30 am". Per the facility, the estimated blood loss was "3 liters". Facility reported that the medical examiner has listed the cause of death on the autopsy report as "exsanguination due to disconnection of adapter."